Manufacturer narrative:
Batch review performed on 27 may 2019: lot 157314: (B)(4) items manufactured and released on 13-jan-2016. Expiration date: 2020-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implants involved: pedicle screw 03.50.716 reduction pedicle screw 6x35 (k153664) lot 156750: (B)(4) items manufactured and released on 23-nov-2015. Expiration date: 2020-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Pedicle screw 03.50.712 reduction pedicle screw 5x45 (k153664) lot 1820241: (B)(4) items manufactured and released on 17-jul-2018. Expiration date: 2023-06-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: pedicle fracture detected few months after lumbar fusion surgery with pedicle screws and rods. No hint of a traumatic event that led to pedicle fracture. The clinical result was non-fusion at the index level. However, there is no indication in the report that the pedicle fracture may have been caused by a malfunctioning device. Weakening of the pedicle as a result of screw introduction is inevitable and cannot be regarded as a failure in the device performances.

Event description:
The patient came in complaining of pain due to a broken l5 vertebra pedicle. The cause of the broken pedicle is unknown, bone fusion was not achieved. No revision surgery has been scheduled at this time.